Event description:
Event occurred while testing. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given testing and error code 72 occurred after power up. This type of code indicates an issue with the main board., corrected data: no patient involvement. Event occurred during testing.

Manufacturer narrative:
One cadd ms3 pump was received in good physical condition. There was no evidence of the reported issue in the event history log. Functional testing and visual inspection were conducted on the pump. The reported issue was able to be verified. The pump was found to be alarming with an error code 72 on the screen display upon power up. The error code 72 indicates a problem with water damage on the board. Further investigation of the pump determined that the microprocessor board was defective and the cause of the issue. Therefore, the microprocessor board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump had a system fault. There was no reported adverse event.